Event description:
It was reported to boston scientific corporation in 2008, that a gemini stone retrieval paired wire / helical was being prepared for a ureteroscopy procedure in 2008. According to the complainant the technician took the device out of the package, and was testing the device to see if it would open and close. The device would not open. "It looks like the sheath has come apart before the handle. It appears the sheath broke off." It was also reported that the procedure was completed with another of the same device and there were no complications for the patient.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.